Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a constrained liner implanted to address recurring dislocations. The liner detached from the acetabular shell. The cup was removed and a multihole cup was implanted in a different position and a mdm construct was deemed stable.